Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) and device information; however, no further information was received the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended; however, the device implant date was not able to be obtained therefore longevity cannot be determined. As a result, patient underwent surgical intervention to explant and replace the ipg. Therapy was restored post-op.